Event description:
It was reported to philips healthcare that the heartstart mrx was "not operational" with a something rattling inside the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.